Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. H4: based on the 3 digit lot number provided, the manufacturing date of the device was in the month of june 2022 but a specific date could not be identified a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus as the customer reported discarding it, therefore the root cause of the needle adjuster not being able to be fixed was unable to be identified. However, it¿s likely the needle adjuster lever was not pushed straight, and a diagonal force was applied to the needle adjuster lever, which deformed the needle adjuster lever and prevented it from sliding in the locking direction. The following is included in the instructions for use: ¿before pushing the needle slider, confirm that the needle adjuster is fixed firmly. Be sure to firmly fix the needle adjuster. Otherwise, it could cause excess extension of the needle from the distal end of the sheath and perforation, bleeding, mucous membrane damage may result. If you feel excessive resistance while operating the needle adjuster lever, release the needle adjuster lever once and fix it again. Otherwise, it could damage the needle adjuster lever and patient injury, such as perforation, bleeding, or mucous membrane damage could result pull the needle slider on the hand side until you feel a click.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device will not be returned to olympus for evaluation. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the single use aspiration needle adjuster could not be locked during the puncture process, thus the puncture site could not be fixed. The issue was found during a diagnostic pulmonary lymph node puncture biopsy, the procedure was completed with a similar device, and without delay. The patient was under general anesthesia, and there were no reports of patient harm or injury.